Manufacturer narrative:
Other relevant device(s) are: product ID: 9735340r, serial/lot #: (B)(4), UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the scu had power but was unresponsive. The scu was replaced and function restored. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the camera was unresponsive on the stealthstation in cranial and spine applications. During testing it was found that the scu had power but was unresponsive. The scu was replaced and function restored. There was no patient present when this issue was identified.

Manufacturer narrative:
The polaris spectra system control unit (scu) was returned to the manufacturer for evaluation. Testing found that the scu would not power on and that a fuse had blown. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.